Event description:
Patient was revised 1-3 months post-op due to rod loosened from the construct. It was reported that the screw and set screw were still "intact."

Manufacturer narrative:
There were no manufacturing or inspection discrepancies. The depressions observed on the rod and the set screw indicate that excessive force likely pulled the rod out of the pedicle screw/set screw construct. It is unknown when this occurred.